Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04/28/2016, the reporter contacted animas alleging a blood glucose of 2.3 mmol/l with confusion related to the pump priming without user interaction. The reporter indicated that the patient was not touching the pump at the time but the pump primed 12.5 units at 07:06 and 12.8 units at 10:01. This report is made based on the allegation that the patient experienced hypoglycemia associated with the pump priming without user intervention.

Manufacturer narrative:
Follow-up #1 06/27/2016 device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2016 with the following findings: the total daily dose was found to be adding up correctly and correctly reflected the user programmed basal rates. A review of the pump history showed the following prime operations programmed and performed on (B)(6) 2016: 12.89 units at 10:01, 6.36 units at 18:25, 2.37 units at 19:41, and 9.31 units at 19:41; additionally there was one prime on (B)(6) 2016 for 12.53 units at 07:06. During testing the rewind, load, and prime sequence was completed successfully. The keypad buttons were tested and confirmed no hypersensitive buttons. The pump was exercised for 24 hours, no random or unprogrammed prime events occurred during this time. The force sensor was confirmed to be reading within specifications. The delivery accuracy test was performed and the pump was found to be delivering within specifications. The complaint was unable to be duplicated during testing.